Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump had an insulin flow blocked alarm. Customer stated that they had multiple insulin flow blocks in the same day even after multiple set changes. Customer stated that they had tried all recommended troubleshooting. Troubleshooting was completed for the insulin flow blocked alarm. The insulin pump will not be returned for analysis.